Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device was forwarded for detailed testing. This report will be updated upon completion of analysis.

Event description:
Boston scientific crm received info that the pt's wife alleged the pt's death occurred partially due to this pacemaker depleting more quickly than they expected and without warning. The device was explanted and successfully replaced with a new device on (B) (6) 2010. The date of death was (B) (6) 2010. The official cause of death was noted as sepsis and cardiopulmonary arrest. Although the death occurred nine days after this device was explanted, based on current available info, we are unable to refute that the device may have necessitated a replacement procedure, which in turn may have caused or contributed to the death.